Event description:
It was reported that microscope drape was opened to the field. As scrub tech was picking up supplies and organizing she found a hair stuck inside the microscope drape. This was immediately removed and operating room team broke down the sterile field because of possible contamination. No patient injury, infection, or complications were reported.